Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's recharging issues was not determined. The patient stated it could possibly be from weight loss as they have lost 50 pounds. The patient stated that the issue has not been resolved while they were awaiting help they misplaced some of their equipment. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having poor/ intermittent communication. Patient reported the hcp believed it was due to patient losing quite a bit of weight. The patient was not getting the same relief or the same contact when she tried to enter the information into the equipment. Patient stated that the hcp wanted to see her in the office and patient was advised to arrange having a rep present. Patient stated she was not getting good pain relief and that the hcp recharged the battery not long before she lost the weight and that it seemed to be working fine right after that recharge. Patient stated she was not getting good connection and good pain relief and that she knew that she could because she had for years. Pss confirmed with the patient that she meant that she was not getting good connection with the patient programmer. Patient confirmed 2019 was when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient did great with their original device but now she had a device that she had to charge her implant/ has a rechargeable device now. Patient stated she was not able to line up her device to get excellent recharge. Patient stated that she had lost (B)(6) lbs and since then has not been able to get the recharger in place to charge her implant and has been in pain since she was not able to recharge. Patient stated she would be able to get recharging excellent for like 20 seconds but then she would look again and she would get poor recharge quality. Patient also added that she was not able to get her device charged to full charge. Patient stated she used her device successfully for two years and then lost all the weight and it became impossible for her to keep the belt on because it could not get tight enough around her middle. Patient stated sometimes she would have to adjust the paddle and would get that excellent recharge but started to have the trouble recharging when she started to lose weight. Patient stated difficulties recharging started early to mid 2018. Patient reported she could feel where the implant was and when she charged she was just sitting on her bed with just one layer of clothing between her and the implant. No further complications were reported/anticipated.